Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Inside packaging had small slit in package.

Manufacturer narrative:
An event regarding small slit in the inside packaging involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no device was returned for evaluation. -medical records received and evaluation: not performed as no medical records were provided. -device history review: indicated devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as packaging return and/or photographs are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Inside packaging had small slit in package.